Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report inconsistent readings with her bd logic meter. Analysis run on clark error grid using mean average reading (373) as ref point vs. Bd readings (200, 545) yielded data points in the c zone of the grid, outside acceptable limits.